Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00182 on october 4, 2016. Siemens filed the MDR 1219913-2016-00182 supplemental report on october 13, 2016. October/10/2016 additional information: the quality control data was provided at the time the patient sample was tested. The quality control (qc) was in range at the time of the run. Qc data: bio-rad control lot 40301: 3.89 pmol/l (mean 3.96 pmol/l, +/=2sd range 3.42---4.49 pmol/l) the six patient samples were not retested. The serum samples from the patients can not be returned to the manufacturer site for testing and investigation due to (B)(4) customs. Therefore, the cause can not be determined. The cause for the discordant ft3 results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00182 on october 4, 2016. On 10/11/2016 additional information: patient information was provided as follows: (B)(6). The physician questioned the initial results. Repeat testing was not performed. Patient treatment was not prescribed or altered. The quality control (qc) was in range at the time of the run. Siemens healthcare diagnostics has requested additional information.

Manufacturer narrative:
The cause for the discordant ft3 results is unknown. Siemens healthcare diagnostics has requested additional information and also requested if the patient samples are available for further testing and investigation. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
False low advia centaur xp ft3 results were obtained on samples from six patients during physical examination. The ft3 results were considered discordant with the ft4 and tsh3-ultra results that were within the euthyroid reference range. The six samples were from healthy individuals. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant ft3 results.